Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device is no longer available.

Event description:
It was reported customer experienced skin irritation at insertion site; treated with prescription nebacetim ointment per physician order.